Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported via web self-service that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient experienced a skin reaction and an infection which occurred three days after the sensor had been inserted in the arm. The patient developed redness and an infection extending beyond the patch perimeter. The patient had pain in the area. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2024, the patient consulted a health care provider who prescribed an oral antibiotic medication (cephalexin 500 mg capsules) for the infection. Multiple attempts to contact the reporter were made; however, contact was unsuccessful. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.